Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak and improper component placement.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. During the procedure, a proximal type I endoleak was observed. The physician performed re-ballooning and finished the procedure. The patient tolerated the procedure. On unknown date, a computed tomography image showed there was the proximal type I endoleak. On (B)(6) 2016, the patient had a re-intervention to treat the endoleak. Two aortic extender components were implanted and the endoleak was resolved. During the procedure, when the physician performed post-ballooning, one of the aortic extender components moved proximally. A bare metal stent was implanted into the left renal artery to maintain blood flow. The patient tolerated the procedure. It was reported the proximal neck was narrow and angulated. The proximal end of the main body did not open completely when the endoleak was observed.